Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error was confirmed based on the event log review and during functional testing. The root cause for error message was a defective lm34 a/b temperature sensor. The event log review indicated multiple tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, confirming the reported complaint. The console was restarted, and the error message was displayed again. The lm34 a/b temperature sensor was replaced to remedy the reported complaint. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed and there was one similar complaint reported for the thermogard console with serial number (B)(6). In ccr 42567, reported on nov. 02, 2018, the root cause was a defective lm34 a/b temperature sensor.

Event description:
The customer reported the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.